Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the white band wrapped around on the cap causing the rest of the bands to failed to deploy. The procedure was completed another speedband super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the white band wrapped around on the cap causing the rest of the bands to failed to deploy. The procedure was completed another speedband super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found five bands present; some bands were moved out of their positions, with two broken and caught underneath other bands. The ligator head teeth were bent. The suture was noted to be detached from the ligator head and was not returned. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the white band wrapped around on the cap causing the rest of the bands to failed to deploy. The procedure was completed another speedband super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.